Manufacturer narrative:
Sample evaluation is ongoing at this time. A supplemental MDR will be submitted once the evaluation is completed. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Based on visual and manufacturing process evaluation performed the returned sample condition could be readily matched with a manufacturing-generated condition. Per investigation performed, it was determined that, condition may have originated at manufacturing area during sealing/ inner packaging manufacturing process since particulate is found to be within the sealed tyvek pouch. Our records continue to show there have been no other reported complaints to date for this lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, after receiving the soft mesh for a procedure, the outer package was opened and found that there were unknown filaments (foreign material) within the inner package. There was no patient injury.

Manufacturer narrative:
Sample evaluation is ongoing at this time. A supplemental MDR will be submitted once the evaluation is completed. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 204 units released for distribution in april 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, after receiving the soft mesh for a procedure, the outer package was opened and found that there were unknown filaments (foreign material) within the inner package. There was no patient injury.